Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump received an unexpected restart alarm. Customer has not used the device for 2 to 3 months. Customer also stated that he has an issue with the sensor charger. Customer was upset and she stated that she had cleared the alarm and did not need assistance. Nothing further reported.